Manufacturer narrative:
Based on the information provided, the case was assessed as reportable to the us FDA as the event of granulomatous and gigantocellular reaction to foreign body (injection site granuloma) was considered serious because a surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year old female patient (herself). She was injected with radiesse, in the dark circle under the eye, around 7 to 8 years prior to this report. After the injection with radiesse, the patient experienced a reaction at the dark undereye circle of the right eye. On (B)(6) 2019, the patient underwent a diagnostic by image. She was diagnosed with inflammatory changes in the palpebral region of the right eye, with lesion of soft parts at the level of the inner canthus, preseptal, suggestive of reaction to foreign body by facial implants. Cuts were made in regular pulse sequences. There was extensive alteration of the signal of the subcutaneous facial cellular tissue with patched and nodular areas of high signal, compatible with implants. It extended to the palpebral regions, mainly lower and right predominance, with a more nodular area at the level of the inner canthus, preseptal, without bone involvement, compatible with migration and reaction to foreign body. It presented a close contact with the nasolacrimal duct, towards which it insinuated itself in some point, although it seemed permeable. Intra and extraconal structures, were symmetrical and without alterations. Rest of the study was with no significant findings on (B)(6) 2019, an anatomopathological biopsy was performed, also reported as medial orbicular tissue biopsy around the lacrimal sac. A 0.8 x 0.5cm pink nodule was received fresh, as an intraoperative biopsy. It was included in its totality for study in freezing and later, it was included in paraffin block 1. Multiple fibroadipose fragments were received in formaldehyde, which together measured 2 x 0.8 x 0.5 cm. They were included in their totality in the block 2. Both blocks were examined microscopically, and their histological cuts corresponded to fibroadipose and muscular tissue with marked granulomatous reaction that included liponecrosis, granulation tissue areas and multiple multinucleated giant cells of foreign body type, in relation to several spherules of a mineralized material similar to calcium hydroxyapatite. There was no signs of malignancy identified in the submitted material. The medial orbicular tissue biopsy showed a granulomatous and gigantocellular reaction to foreign body, with no evidence of malignancy. The patient underwent surgery. The outcome of the event was reported as not resolved. As reported, the physician was not sure if the injected product was actually radiesse.

Event description:
Follow up information was received on 26-feb-2020: the physician informed that she had not seen the patient, but she was in touch with her, and according to the patient she recovered. Due to the provided information, the outcome of the event was considered as resolved and changed from resolving to resolved.

Event description:
Follow up information was received on (B)(6) 2020: as informed, the follow-up information was reported by the supposed injecting physician (it was not confirmed that this physician performed the injection). The patient was 57 years old at the time of the report. The reporter confirmed that she was referring to the instructions that come in the package. After the intervention, removal of the nodule, the patient only had a scar that was healing and the patient no longer had a lesion. Due to the provided information, the outcome of the event was considered as resolving.

Event description:
Follow up information was received on 24-jan-2020: event verbatim was changed from granulomatous and gigantocellular reaction to foreign body to granulomatous and gigantocellular reaction to foreign body / small lump in the right eye. The coding remained unchanged. The physician reported that in (B)(6) 2019 the patient referred a small lump in the right eye which had been growing quickly for a couple of months, which in the patients opinion was probably related to the infiltration of radiesse®, preformed by the physician about 8 or 9 years earlier. The physician did not remember injecting this patient and that there was no documentation in a physical or digital archive in the clinic she was at the time, which supported she was the treating physician. It was also stated that there was no probability that she injected the filler material into that anatomical area since there was no indication approved in that area and she had always followed the indications of the summary of product characteristics (smpc). The patient visited several physicians for a diagnosis. She underwent corrective treatment that included puncture of the nodule and infiltration with physiological serum, lidocaine and even hyaluronidase on at least five occasions. Despite the corrective treatment, the signs of inflammation were worsening and the lesion was increasing in size. The physician performed a skin and soft tissue ultrasound to see characteristics of the nodule and it was an isoechogenic image with no increase in the ultrasound wave of any kind, which was unspecific for diagnosis. Therefore, the physician did not perform a diagnosis or a therapeutic intervention in relation to an infiltration. The physician reported that she was in contact with the patient every two weeks, from (B)(6) 2019. The patient stopped contacting the physician, on (B)(6) 2019. Due to the provided information, the outcome of the event was considered as not resolved (also reported as resolving).

Manufacturer narrative:
Based on the information provided, the case was assessed as reportable to the us FDA as the event of granulomatous and gigantocellular reaction to foreign body / small lump in the right eye (injection site granuloma) was considered serious because a surgical intervention was deemed necessary to prevent a permanent damage.